Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analyst noted that the helix could be fully extended and retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, during testing, the tip could not extend. The ipl was replaced with a different lead. No patient complications have been reported as a result of this event.